Manufacturer narrative:
Per the cartridge instructions for use: do attach only tandem infusion sets with a t:lock connector to the cartridge. Failure to do so may result in over deliver or under deliver of insulin and may cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 731 mg/dl. Insulin injections were administered. The customer had connected a t:lock infusion set to a luer lock cartridge by squeezing the two luer lock sections together. As a result, insulin was not being delivered. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous insulin and was hydrated. The customer was discharged on (B)(6) 2018 with the elevated bg resolved. The customer changed the pump supplies and used the compatible t:lock infusion set and cartridge. Bg had not elevated and customer has been stable.